Event description:
It was reported that (1) 355ld was used during a lap nissen fundoplication procedure. It was reported by the rep that in performing a lap nissen procedure, a piece of the gasket of the 355ld tore off and fell into the abdomen. The piece was retrieved with no complications. Another 355ld was pulled and the case was completed. There was no consequence to pt.